Event description:
It was reported to philips that the system's fluoroscopy and exposure functions were delayed, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported issue occurred during a diagnosis and the procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and exposure was delayed. A review of the system logfile confirmed the reported malfunction showing error related to disk space. Upon functional testing, the fse found that the system showed low disk space. To resolve the reported issue, the fse recreated image disk ippc frontal and lateral. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.